Manufacturer narrative:
The lens remains implanted therefore could not be evaluated. Device history records (DHR) were reviewed and no discrepancies and anomalies were found. Based on the available information, the root cause of this event can not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
The consumer indicated that she had lens implanted to correct her near vision. Approximately 2 months following the surgery, she started having problems with her vision. The consumer complains of double vision, blurriness, cloudiness, floaters, lateral flashes of light, watering eyes, and depth perception. Reportedly, the physician said the lens ''seated'' wrong. The doctor performed a yag procedure which did not help. The physician suggested lasik surgery. Additional information has been requested, but no additional information has been received.